Event description:
The customer alleged that while running est (extended self test), no audible alarms were heard. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The power switch was replaced as a precaution. There was no pt involvement. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.